Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the information provided. A CAPA file # (B)(4) was opened to perform a further investigation into this issue ((B)(6)). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated tfx-001743 snap adaptor component. CAPA (B)(4) is currently under effectiveness verification. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the screw cap is not fitting into the oxygen gage properly and the aquapak is not bubbling.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the screw cap is not fitting into the oxygen gage properly and the aquapak is not bubbling.